Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a high blood glucose of 500 mg/dl at the time of the incident. Customer's current blood glucose was 477 mg/dl. Customer stated that her blood sugars were not decreasing below 400 mg/dl. Customer stated that she does not know what caused her high blood glucose. Customer has symptoms of high blood glucose such as excessive thirst. Customer treated with the insulin pump. Customer stated that the cannula appeared to be bent a little bit. Customer was advised that this may have contributed to her high blood glucose. Customer declined troubleshooting for high blood glucose. Customer will try another infusion set and monitor the issue.